Event description:
It was reported that following initialization the right monitor was blank. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The right monitor was replaced. The system was tested and found to be working as intended and placed back into service.